Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was (B)(6) and tested on advia centaur xp confirmatory testing. The result confirmed (B)(6). The customer was expecting a result of not confirmed. Repeat testing was performed with a 1:50 dilution on the confirmatory assay and the result was not confirmed. The patient sample was tested on an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.